Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: (B)(4). Model: (B)(4). Batch: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances. The patient underwent a revision procedure wherein the lead and burr hole cover were explanted and the lead was replaced. The patient is doing well postoperatively. The devices were retained by the medical facility.